Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: the device was set on the anus side and the retaining pin was advanced. The surgeon squeezed the handle and confirmed the handle was locked. The surgeon cut the bowel with a surgical knife, then it was found that the device had not fired staples. Out of the pt cavity, the surgeon squeezed handle again and the staples came out. The bowel was sutured by hand. No bleeding occurred. No tissue was damaged. No unanticipated tissue loss occurred. Operative time was extended more than 30 minutes. F/u for the pt is ongoing.